Event description:
It was reported that patient suffered for personal injuries and associated losses as a result of the possible failure of the hip prosthesis. A revision has taken place. Third party products are involved.